Event description:
Related manufacturer reference number: 2017865-2022-10712. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead, also noted that extra cardiac stimulation was on the (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.